Manufacturer narrative:
(B)(4). The delivered complaint sample was examined by the laboratory. The leakage was determined between the connection of the connector and the tube. It can be seen that the blood was passed through the outside between the connector and the tube, in the area of the cable connector. But, it could not be ascertained whether the cable tie was tight enough or too loose. Since the cable tie was already removed by the user. No deficiencies could be found on the tube itself and on the connector. On the opposite side of the connector,on the plug, scratches were detected at the connector. But, no leak was found here. The failure was confirmed by laboratory. Device history record of the complained lot has been investigated and no abnormality was found. The failure was investigated in our production and assembly steps were checked. We could assume that the failure could be caused by loose cable tie around the claimed connector, the leakage could be caused by untight tubing connection. A trend search has been performed search for material 70101.9045 and issue: 0114 other tube set components)which came to following results: 1 additional complaint was recorded. According to the investigation results, the probable root cause could be determined as a mounting failure caused by operator mistake. As a corrective action, we conducted a training and instructed the operators to be more attentive about mounting process and re-informed regarding to the basic operation procedure ¿securing with cable ties¿. The data is also being handled through a designated maquet trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref #: (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"during the use of the octopus set customer noticed a leakage by the head of the ty-rap. Customer cut off the ty-rap to see where the blood was coming from and replace the tyrap. When the ty-rap was removed the problem became visible. It seems like the head of the ty-rap damaged the tubing with leakage as a result. The customer then cut out the appropriate section and replaced it by a 3/8x3/8 connector." (B)(4).